Event description:
It was reported that the liquid crystal display (lcd) screen was broken. The unit was returned for testing and calibration and subsequently tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of liquid crystal display (lcd) being broken. Analysis also found that the battery drawer was broken and the flextape was out of specification, mechanical. It was also noted that the upper case, lower case, two side bail covers, and ring cover were broken, the battery release, heart block, lead flex cover and battery flex were contaminated and the ring was bent.